Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Initial reporter ¿ the article was written by ryan g. Molli, adolph v. Lombardi, keith r. Berend, joanne b. Adams and michael a. Sneller.

Event description:
Information was received based on review of a journal article titled, ¿metal-on-metal vs metal-on-improved polyethylene bearings in total hip arthroplasty¿ which aimed to examine the clinical results following total hip arthroplasty of patients with a concern for post-operative hypersensitivity and increasing failure involving m²a taper, the m²a -38, mallory-head, ranawat/burstein and universal acetabular components and the arcom and arcomxl polyethylene liners manufactured by biomet; and to investigate the comparison between metal-on-metal devices with metal-on-improved polyethylene bearings in primary total hip arthroplasty in a study of 1362 patients. One patient was identified in the article that underwent hip arthroplasties on unknown dates. Patient follow-up results provided indicate that the patient underwent hip arthroplasty revision due to possible stem failure, excessive wear/debris and/or cup malposition in the metal-on-metal group. There has been no further information provided and the patient outcome is unknown.